Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2006. It was reported the patient went under a surgical intervention for lead revision on (B)(6) 2011. The physician elected to explant the patient's ipg and replaced it with a different model ipg due to its size causing patient discomfort. The explanted product was discarded by the facility. No patient complications were reported.